Event description:
Reportedly, the subject pacemaker was implanted with an atrial non-microport lead. During the procedure the atrial lead measurements were normal (threshold of 1.3v/0.5ms, sensing of 2.3mv and impedance of 469 ohm), by testing with a psa. However, after connecting the lead to the device the ECG monitor showed abnormal rhythm. Also, during the interrogation of the device after implant, the atrial lead impedance was too high (above 3000 ohms) and the pacing mode was reprogrammed in vvi. In the follow up performed on the next day the atrial lead impedance was still too high. X-ray showed that the atrial lead was appropriately connected to the subject device. It should be noted that during implant, when the atrial lead was connected to the device, a mode switch event was recorded, but the patient had no actual arrhythmia.

Manufacturer narrative:
Please refer to the attached investigation report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted with an atrial non-microport lead. During the procedure the atrial lead measurements were normal (threshold of 1.3v/0.5ms, sensing of 2.3mv and impedance of 469 ohm), by testing with a psa. However, after connecting the lead to the device the ECG monitor showed abnormal rhythm. Also, during the interrogation of the device after implant, the atrial lead impedance was too high (above 3000 ohms) and the pacing mode was reprogrammed in vvi. In the follow up performed on the next day the atrial lead impedance was still too high. X-ray showed that the atrial lead was appropriately connected to the subject device. It should be noted that during implant, when the atrial lead was connected to the device, a mode switch event was recorded, but the patient had no actual arrhythmia.